Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that, customer reported frozen screen and keypad anomaly. Customer also stated that insulin pump was vibrating after came out from swimming, however there is no water inside the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was done. Customer will discontinue to use the device and insulin pump will be returned for analysis.

Manufacturer narrative:
Customer returned pump for an alleged keypad unresponsive/button error alarm/audio/vibrate anomaly/absence of alarm/frozen screen found on (B)(6) 2022. Pump passed the self test and displacement test. All buttons function properly and no frozen display or stuck button error alarm noted during testing. The audio tone/beep functioned properly. Successfully downloaded history files and traces using thus/carelink. No stuck key alarm found in the history files/traces on the event date 03-sep-2022. Pump was cut open to perform visual inspection and found moisture damage on electronic assembly on pcba 1 / pcba 2. No moisture damage on the keypad traces noted. The j1 connector on pcba 1 was locked properly during visual inspection. Pump passed the keypad voltage test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case along the side of the battery tube, scratched case and minor scratched lcd window. Stuck button alarm not confirmed. Keypad unresponsive not confirmed. Audio/vibrate anomaly/absence of alarm not confirmed. Frozen screen not confirmed. Cosmetic damage found on the pump case. Moisture damage found on the pcba 1 and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.